Event description:
Same as case as 6000089 2004-01486. It was reported that during a coronary during a coronary drug eluting stenting treatment procedure the physician encountered balloon removing difficulties. The physician predilated a non-tortuous marginal circumflex with a maverick balloon of an unknown size. The first stent, a taxus express2 2.75 x 20 drug eluting stent, was deployed distally in the vessel at 10 atms. After the balloon deflated, it was sticking to the stent. The physician had to pull hard to remove the device. The physician then proceeded to place a taxus express2 3.0 x 28mm drug eluting stent overlapping the first stent proximally. The stent was deployed at 10 atms. After this balloon was deflated, it was also sticking to the stent. The physician quickly inflated the balloon up and down, 3-4 atms each time and also tried twisting the catheter to free the balloon. Eventually, the physician pulled the balloon free. No patient complications were reported. Patient condition was reported to be satisfactory.